Event description:
The consumer saw smoke coming out of his bathroom; it happened around eleven in the evening. It was not being used. The uv light sanitizer failed, melting from the top of the unit. The unit left black markings in the area around the failed unit.